Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
The external device displayed early replacement indicator. Troubleshooting was attempted to update the software with no success. The ipg was optimized to provide therapy.